Event description:
Customer reported the lack of an instrument-generated flag for "platelet clumps" was observed for one patient sample when using the unicel dxh 800 coulter cellular analysis system. The patient had a history of the presence of platelet clumps. The customer reviewed a manual blood smear and observed platelet clumps. The customer reported the estimated platelet count of "adequate" from the manual blood smear review. The platelet count generated by the analyzer was not reported. Quality control was run before the event and met specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, beckman coulter call support personnel assisted the customer to create a decision rule to alert the operator whenever this patient's sample is tested and the process to add patients to the rule when needed. Raw data files were requested for evaluation, but were not received from the customer, therefore evaluation of product performance could not be conducted. Cause for the lack of a "platelet clump" flag is unknown. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system, instructions for use, pn 629743af states: giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt (platelet) parameter. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.